Event description:
It was reported to philips that the system would not start up, it was stuck at 00:00. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting. Upon troubleshooting actions, field service engineer (fse) visited the site for another case and utilized a software tool with a flexvision pc to diagnose the problem, revealing that the motherboard battery and bios were operating at very low voltage. Fse replaced the battery. After replacement, the system was returned to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.